Event description:
It was reported that the black stylus pen was not working. The user recalibrated the pen and the pen would then get the screen to respond. Technical support suggested that the pen be replaced. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).